Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: the battery cap was not returned, so all testing was completed with a test cap. The battery cap was able to fully tighten to the pump. A power loss was not duplicated. Due to internal moisture damage, a replace battery alarm was received on each ¿rewind¿ attempt. A pump download could not be completed due to internal moisture damage so the original complaint could not be investigated. Unrelated to the original complaint, there was moisture evident behind the display lens. Due to internal moisture contamination, the pump powered on with vibration, but no audio tone. Also unrelated, the battery compartment was cracked and the pump case was cracked near the display area. The pump case was removed and there was moisture contamination observed throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.